Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the acrobat stabilizer maquet logo plate popped off, outside the chest. They continued by replacing the logo using the product. There were no pt effects. The product was discarded.